Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5104610. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report 3005168196-2021-02457: 1. Section d. Box 1. Brand name. H3 other text: placeholder.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed a proximal shaft fracture. This damage was likely due to the reported forceful torquing of the device during the procedure. If the device is forcefully torqued against resistance or is otherwise mishandled at extreme angles during use, damage such as a fracture may occur. Further evaluation revealed bends on the distal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery (at) using an indigo system aspiration catheter 7 (cat7), lightning aspiration tubing (lightning), a non-penumbra guide sheath and a guidewire. During the procedure, the physician advanced the cat7 over the guidewire and into the target location. The guidewire was then removed and the lightning was connected. After torquing the cat7 a few times, the cat7 broke into two pieces approximately 5 inches from the hub. The physician then cut the piece of the cat7 that was hanging out of the sheath in order to advance a guidewire and pulled the cat7 from the patient. The procedure ended at this point and the patient was treated overnight with a tpa drip. There was no report of an adverse effect to the patient.